Event description:
17jun2020: per call with end user the kit appeared to be opened already before he touched it - the packaging torn and it was not folded correctly. Occurred on (B)(6) 2020. Sample discarded - no photo. Stores in box at room temp and no damage to box noted.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: no photos or samples that display the reported condition were provided to our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for reported lot 0001340248 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. While we could not identify a direct issue, we recognize this incident could be a result of personnel not following proper procedure as packaging is manually placed into the machine by our operator for sealing manufacturing personnel have been notified of this incident. Complaints received for this device and defect will continue to be monitored for future occurrences. H3 other text : see manufacturer narrative.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
17jun2020: per call with end user the kit appeared to be opened already before he touched it - the packaging torn and it was not folded correctly. Occurred on (B)(6) 2020. Sample discarded. Stores in box at room temp and no damage to box noted.